Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient and a cde reported that the pump was missing 1 month worth of data. It was reported that there was no bolus, tdd, alarms or other history recorded between (B)(6) 2012. At the time of the call , the patient reported he replaced the pump's battery on (B)(6) 2012 due to low battery alarm; however, when pump alarm history was reviewed a low battery alarm for that date was not recorded. The patient confirmed the pump was currently set to the correct time and date and settings have not changed. The patient also denied any power loss to the pump. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed evidence of time and date reset to the default setting after power on resets recorded on (B)(4) 2012. The date was manually set incorrectly to (B)(4) 2012. On testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully with both accurately recorded in the pump history. The keypad buttons were all normally responsive when tested. The pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.